Event description:
In 2007, abbott point of care was contacted by a customer who reported that an I-stat cardiac troponin I cartridge yielded a result of 7.11 ng/ml on a plasma sample. Four hours later, a sample was drawn and tested on a beckman dxi analyzer and the troponin I result was 0.03 ng/ml. The customer then retested the original sample and observed the following: I-stat ctni result of 0.03 ng/ml. Beckman dxi result of 0.07 ng/ml.